Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and was pacing the ventricle in the right ventricular (rv) outflow tract. The lead was removed and a new lead was implanted. It was further reported that the rv lead had low r-waves. The lead was revised and repositioned to get better sensing. The lead remains in use. No patient complications have been reported as a result of this event.